Manufacturer narrative:
The customer flushed the probe and the field service engineer made adjustments for probe washing. The investigation determined there was a contaminated sample probe and the service actions resolved the issue.

Event description:
There was an allegation of questionable low glucose hk gen.3 results from the cobas pro c 503 analytical unit. Sample 1 initial result was 49.1 mg/dl with a data flag and the repeat result was 133 mg/dl with a data flag. Sample 2 initial result was 15.8 mg/dl with a data flag and the repeat result was 71.5 mg/dl with a data flag. The questionable results were not reported outside of the laboratory. The reagent lot number was 64350301 with an expiration date of 31-aug-2023.